Manufacturer narrative:
A4) patient weight - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) per IFU, lld cut/cap is listed as a potential adverse event with use of the lld device. Although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld ez from the lead prior to capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead. A left ventricular (lv) lead was present within the patient but was not targeted for extraction. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, along with a spectranetics medium visisheath, on the ra lead, significant calcium was encountered and advancement was unsuccessful under the clavicle. Switching to a spectranetics 13f tightrail rotating dilator sheath, progress was made to the mid innominate vein and stalled. Targeting the rv lead with the 13f tightrail, advancement was made to the innominate/svc junction, where lead on lead binding was met. When pulling traction on the rv lead, the patient¿s blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Patient experienced cardiac tamponade, and rescue efforts began, including sternotomy and bypass. An inferior vena cava (ivc)/ra junction perforation was discovered and repaired (MDR#: 3007284006-2026-00033), and the decision was made to abandon the leads; therefore, the rv (MDR#: 3007284006-2026-00033) and ra lead, along with the lld ezs, were cut/capped and remained in the patient. There was no attempt to unlock the lld ezs. The patient survived the procedure. This report captures the lld ez within the ra lead, which was cut/capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.